Manufacturer narrative:
A2: age at time of event: older than 18 years. E1 - initial reporter email: (B)(6). Detailed product information was not provided to boston scientific. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the device was difficult to remove. A 10.0-31 mm carotid wallstent and a filter wire ez embolic protection system were selected for use. The treatment area involved the internal and common carotid arteries. The stent was successfully implanted. During removal, strong resistance was encountered between the stent delivery system and the guidewire. The filterwire and the stent delivery system were ultimately removed separately from the patient. The filterwire was removed by placing it into a standard retrieval catheter. The procedure was completed with these devices. There were no patient complications as a result of this event.